Manufacturer narrative:
(B)(4). Concomitant medical products: item #: 157444, item name: m2a magnum head, lot #: 309130, item #: 139256, item name: m2a taper adaptor, lot #: 520360, us157850 m2a-magnum pf cup 50odx44id lot# 022410. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02430 0001825034 - 2018 - 02421. Reported event was confirmed by review of the provided revision op notes which identified that the patient was revised due to adverse metal reaction and cup loosening. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately eight years post-implantation due to adverse metal reaction and aseptic acetabular cup loosening. During the revision, significant metallosis, necrotic metal-stained bone and tissue, large cavitary defects, incomplete fracture of the trochanter, and moderate acetabular bone loss were noted. Attempts have been made and no further information is available.